Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. No issues were observed with fluid passing through the complete fluid path. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The download data from the pod showed that the pod had been deactivated by the user at the end of the first priming sequence, though the pod was received fully deployed. Inspection of the internal components found the firing flat of the ratchet gear to be lined up with the release bar. No damages were observed on the ratchet gear and no damages or manufacturing deficiencies were observed on the other components inside the pod that would result in the needle mechanism deploying earlier than expected. The ratchet gear was incorrectly installed during manufacture of the pod, resulting in the needle mechanism deploying earlier than expected. A small crack was observed on the top housing of the pod. It could not be determined when this crack occurred. Investigation of the pod and the download data from the pod indicate that the crack had no affect on the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 380 mg/dl with ketones of 0.5. The pod was worn between 1 and 4 hours on the arm. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with correctional bolus and a new pod.